Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced decreased therapy due to high impedances on both leads (related manufacturer reference number: 3006705815-2024-05370). As a result, the leads were replaced via surgical intervention on (B)(6) 2024. The ipg was electively replaced during the same procedure. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.